Event description:
It was reported that a pump was alarming an error code. No additional information is available. No patient injury was reported.

Manufacturer narrative:
No product was returned; however, the pumps operators manual indicates that the pump will alarm with various error codes which indicate a potential problem with the pump. The user manual also states in section watching power up (if an error code appears, the pump should be removed from use, and returned for service). The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.